Event description:
It was reported that the 6800 system would not stop printing and would not save images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The printer and save settings were changed during the svc call. The system was tested, and found to be working as intended, and put back into svc.